Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix was able to be extended/retracted within specification.

Event description:
It was reported that during the implant procedure, a right ventricular lead was attempted, but the helix would not deploy in the patient's body after 20 rotations. The lead was removed from the patient's body and was able to be extended after many more rotations. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.